Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 260 (mg/dl). The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.